Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and was to be treated with antimicrobials for peritonitis. At the time of this report, the patient had not recovered from the event. Pd therapy was scheduled to be discontinued by catheter removal. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.